Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 06/08/1998). Evaluation: a datascope 3-way stopcock was returned intact for evaluaiton. Blood was noted on the exterior of the device. Visual examination revealed a luer lock cap to be in place on one of the ports. No apparent normalities were noted. Laboratory examination revealed the stopcock to function properly when attatched to a lab 60 cc syringe, pressure monitoring tubing, y-fitting hub, and male luer connector. Probable cause of difficulty: no defect was found in the returned stopcock. Although conjectural, it is possible that the wrong item was returned for evaluation or that the perceived difficulty was related to user handling.

Event description:
The stopcock broke when it was being used. (Event complications: unknown - reported 4/13/98.) ( pt's current status: unk - reported 4/13/98.)